Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system received an inappropriate shock due to oversensing of atrial fibrillation (af) on the rv lead. The patient is pacemaker dependent and approximately 3 seconds of asystole were noted during the episode. The patient reported being asleep during this time and was awakened up by the shock. The patient was admitted to the hospital for monitoring and shocking therapy was programmed off. A chest x-ray was done and did not reveal anything abnormal. Subsequently defibrillation threshold (dft) testing was performed at the least sensitive rv setting and was successful. Based on the results, the rv sensitivity was reprogrammed and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.